Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc. As a result, humidity invaded lens which led to corrosion. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus device, evis exera ii duodenovideoscope, to the olympus service center for annual inspection with no complaint reported by the end user. Upon inspection and testing of the returned device, foreign material was observed in both the light guide (lg) lens and the forceps elevator. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the foreign material found inside the light guide (lg) lens was likely a result of insufficient cleaning. The brownish foreign material found on the forceps elevator is most likely corrosion and/or traces, that remains from previous procedures. Other findings include: that due to wear of angle wire, bending angle in right direction does not meet the standard value; that the switch box has discoloration; that the grip has a scratch; that the air/water cylinder has no color; the suction cylinder has no color; right/left knob has discoloration; that light guide (lg) lens has a crack; that connecting tube has a scratch; that adhesive around objective lens has wear; that there is corrosion around forceps elevator; and, that the universal cord has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.